Event description:
Pt experienced a cardiac arrest at home. An ambulance responded, rendered treatment on scene and transported pt to the hosp. En route the cardiac rhythm changed from pulseless electrical activity to ventricular fibrillation. The cardiac monitor would not charge higher than 10 joules, 200 joules was required for treatment. The pt was not defibrillated as a result. Pt was turned over to the hosp where defibrillation was performed unsuccessfully.